Event description:
As reported via the (B)(4) registry, a patient experienced a stroke during the index procedure. At the time of the index procedure, angiography revealed 90% stenosis of the left mid common carotid artery with thrombus present within the lesion. Prior to the procedure, the patient had mild right sided weakness with rankin score of 1 and nih stroke scale score of 7. According to the procedure report, the vessel was extremely tortuous with aortic arch type iii and it was very difficult to engage the vessel. An angioguard rx was deployed beyond the target lesion and the lesion was pre-dilated with a non-cordis balloon. An 8.0 x 40mm precise pro rx stent was implanted at the target lesion with 20% residual stenosis. Angiograms revealed good flow and good results. The patient continued to move all 4 extremities, but had babbling speech post procedure and appeared to have expressive aphasia. The angioguard was retrieved, but it was unknown if debris was in the basket. He was transferred to ICU for monitoring. According to the procedure report, he appeared to have expressive tia or cva as a result of stent placement. On post-operative day 1, the patient still had babbling speech, and had right arm and leg weakness. A CT of the head performed three days after the procedure revealed changes of posterior left middle cerebral artery vascular territory consistent with subacute or chronic stroke. No evidence of hemorrhage was noted. The patient was discharged four days after the procedure to a rehabilitation facility with residual aphasia with rankin score of 4 and nih stroke scale score of 13. According to the investigator, the stroke was related to the index procedure, but not to cordis product.

Manufacturer narrative:
Concomitant medications included heparin (intra-procedure), clopidogrel, and aspirin. Concomitant medical devices included: precise pro rx 8.0 x 40mm (lot 15604498). Additional information will be submitted within 30 days of receipt. This is one of two devices associated with this event with associated manufacturer report numbers of 9616099-2012-00428 and 1016427-2012-00108.

Manufacturer narrative:
DHR completed (B)(4) 2012. Complaint conclusion: as reported via the sapphire registry, a patient experienced a stroke during the index procedure. At the time of the index procedure, angiography revealed 90% stenosis of the left mid common carotid artery with thrombus present within the lesion. Prior to the procedure, the patient had mild right sided weakness with rankin score of 1 and nih stroke scale score of 7. According to the procedure report, the vessel was extremely tortuous with aortic arch type iii and it was very difficult to engage the vessel. An angioguard rx was deployed beyond the target lesion and the lesion was pre-dilated with a non-cordis balloon. An 8.0 x 40mm precise pro rx stent was implanted at the target lesion with 20% residual stenosis. Angiograms revealed good flow and good results. The patient continued to move all 4 extremities, but had babbling speech post procedure and appeared to have expressive aphasia. The angioguard was retrieved, but it was unknown if debris was in the basket. He was transferred to ICU for monitoring. According to the procedure report, he appeared to have expressive transient ischemic attack (tia) or cerebrovascular accident (cva) as a result of stent placement. On post-operative day 1, the patient still had babbling speech, and had right arm and leg weakness. A CT of the head performed three days after the procedure revealed changes of posterior left middle cerebral artery vascular territory consistent with subacute or chronic stroke. No evidence of hemorrhage was noted. The patient was discharged four days after the procedure to a rehabilitation facility with residual aphasia with rankin score of 4 and nih stroke scale score of 13. The patient's medical history includes tia, severe aortic / mitral valve disease, history of smoking (>5packs of cigarettes), hypertension chronic anemia, chronic kidney disease, abdominal aneurysm, dye allergy, benign prostatic hypertrophy, glaucoma and hypokalemia. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. There is no evidence that manufacturing issues contributed to the event. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death; 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two devices associated with this event with associated manufacturer report numbers of 9616099-2012-00428 and 1016427-2012-00108.